Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic strip from the jaws became detached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for investigation. Signs of clinical use was observed. There were no signs of blood detected. The silicone coating on the jaws were observed to be intact with no cracks or peeled areas. The heater wire was observed to be detached at the tip and center of the hot jaw, while remaining attached at the base. There were no further defects observed. Based on the returned condition of the device, the reported failure "material twisted/bent; wire" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic strip from the jaws became detached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.